Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product was not directly related to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: shen jq et al. Moderate chronic ischemic mitral regurgitation: concomitant mitral valve surgery or coronary artery bypass grafting alone? Insights from a single-center study of propensity-matched data. International heart journal; 2019 july; 60:796-804. Doi: 10.1536/ihj.18-613. Released in advance online on j-stage july 12, 2019. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding the incidence of moderate or more residual mitral regurgitation following coronary artery bypass grafting (CABG) plus mitral valve procedure (mvp) for moderate chronic ischemic mitral regurgitation, and an evaluation of the impact of concomitant mvp versus CABG alone on clinical outcomes based on propensity-matched data. All data were collected from a single center between january 2010 to december 2015. The study population included 346 patients and were either placed in the mvp group (CABG plus mvp, 184) or the CABG group (CABG alone, 162). The overall cohort was predominantly male with a mean age of 65 years. Of the 184 patients in the mvp group, 27 were implanted with medtronic duran ancore annuloplasty rings. No serial numbers were provided. Among all patients in the mvp group, 6 in-hospital (surgical) deaths occurred, and 5 all-cause deaths occurred during follow-up. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients in the mvp group, adverse events included: redo procedure for bleeding; repeat mitral valve procedure due to mitral stenosis at 31 months after the initial surgery; repeat mitral valve procedure due to moderate mitral regurgitation at 46 months after the initial surgery; stroke; mild-moderate-severe mitral regurgitation; prolonged ventilation; and deep sternal wound infection. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.